Manufacturer narrative:
Based on investigation by jmsna clinical affairs coordinator: employee did not utilize safety guard. She is a new employee who is also new to dialysis and though she rec'd training but used the device incorrectly; found it too difficult to engage the safety guard while retracting the needle. In this adverse event, she pulled the needle w/o activating the safety guard and was holding pressure on the pt's site with her left hand while she tried to place the needle in the sharps container with her right hand. When she tried to get the needle into the sharps container, the needle "kind of flipped up" and scratched the fourth finger of her right hand. The dialysis pt was high risk for infectious disease (B)(6) and the employee had post exposure testing and is on medication. Both employee and clinic manager did not notice any defects or problems with the needle. From reserve sample eval and device history record review, there was no abnormality found and the complaint lot met qa specifications prior to releasing it into the market. We believed that this adverse event is related to end-user usage method of the product. Thus, we would like to remind end user to follow the techniques mentioned in our product IFU.

Event description:
Facility reported: having problems with wingeater needles on both 14g and 15g needles not retracting easily. Blood splashing on pts and staff. Today, we had one needle stick on staff member finger and the safety device is hard to move and to cover the needle. Client info: ID#: (B)(6). High-risk for infectious disease (B)(6).